Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
It was reported that two of the device's three hubs cracked, so a new device was inserted. There were no injuries aside from this additional procedure, and no parts of the complaint device were left in the patient.